Event description:
The manufacturer received information alleging an innospire essence device does not deliver steam. There was no harm or injury reported. The customer reported the device is more noisy than normal and does not deliver the steam. The device was replaced. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging an innospire essence device does not deliver steam. There was no harm or injury reported. Additionally, the customer reported the device is more noisy than normal and does not deliver the steam. This complaint was initially submitted as reportable. Following a detailed reassessment, it has been concluded that the event of "device does not deliver steam" does not meet the criteria for reportability under applicable regulations. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction. Update: general information tab: complete ticked yes.

Manufacturer narrative:
The manufacturer previously reported information alleging an innospire essence device does not deliver steam. There was no harm or injury reported. Additionally, the customer reported the device is more noisy than normal and does not deliver the steam. This complaint was initially submitted as reportable. Following a detailed reassessment, it has been concluded that the event of "device does not deliver steam" does not meet the criteria for reportability under applicable regulations. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.

Manufacturer narrative:
The manufacturer previously reported information alleging an innospire essence device does not deliver steam. There was no harm or injury reported. The customer reported the device is more noisy than normal and does not deliver the steam. The device was replaced. At this time, there is no customer contact information available; therefore, no good faith-effort attempts can be made, and philips is not able to fully investigate this complaint. If any additional information is received or the device is returned, a supplemental report will be filed. Updated: evaluation method code updated. Evaluation results code updated. Conclusion code updated.